Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the morning reaching approximately 500 mg/dl. Reportedly, the pump became detached from the customer while the customer was sleeping. Customer delivered a bolus to stabilize blood glucose levels.